Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege: discomfort in her hip that grew painful. Her left leg became progressively weakened and the pain increased, mainly in the left groin and posterior hip region but occasionally down the inner thigh. She developed a limp due to the pain and hip stiffness, and on occasion her left leg would give out and her knees would buckle due to the weakness. In (B)(6) 2009, it was suspected that the acetabular cup was loose and the hip was unstable. Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of loose cup, metallosis, disassociation, osteolysis, and a broken screw. Records are available for further review. Update rec¿d (B)(4) 2012¿ pfs and medical records received. After review of the medical records it confirmed malpositioned and loose cup, severe metallosis, large amount of impingement on the neck of the stem, broken screw, and osteolysis. The stem is now being reported for impingement. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : (B)(4) 2014.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the provided product/lot code combinations. Medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.